Event description:
Significant history for htn, hypercholesterolemia. Admitted for hemorrhagic cva. Required fasciotomy for compartment syndrome/ivc thrombosis and dvt of contralateral leg. Expired 2 mos later from unrelated complications.